Manufacturer narrative:
Clinical review: based on the available information, there is a likely association between the fluid leak on (B)(6) 2018 at end of pd with the liberty select cycler/ liberty cycler set and the patient¿s subsequent sterile peritonitis on (B)(6) 2018. Reported previously on MDR submission 2937457-2018-03088. A fluid leak during pd therapy is a known risk with the use of the liberty select cycler/ liberty cycler set which can breach asepsis and "led" to peritonitis infection. At this time, it cannot be determined what exactly caused the fluid leak to occur. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported it was in medical records received that this patient on continuous cycling peritoneal dialysis (ccpd) was diagnosed with peritonitis on (B)(6) 2018. Follow up with the patient¿s peritoneal dialysis nurse indicate that the patient¿s pd cultures were negative on (B)(6) 2018. It is unknown if the patient was treated with antibiotics. The patient did not require hospitalization. Additional information was solicited.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.